Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A representative from a rehabilitation center reported that a customer¿s adc blood glucose meter provided lower readings in comparison to an hcp meter. The caller reported that on (B)(6) 2017 the customer was hospitalized because his adc meter was providing a ¿low¿ reading of 125 mg/dl. The caller was unable to provide the exact date/time of the reading because the meter¿s date/time were incorrect. The customer was taken to the hospital at 3:00 pm, and tested on an hcp meter at 5:00 pm with a reported reading of 880 mg/dl. The customer was diagnosed with hyperglycemia and given medication, although the caller did not know the name of the medication(s) the customer received. The customer was released from the hospital on (B)(6) 2017 at 4 pm. The caller mentioned that ¿he was put back on insulin¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Meter brand name) incorrectly identified the meter as a freestyle lite meter in the initial MDR 30 day report. The correct brand name is freestyle freedom lite. (Model #) was incorrectly documented in the initial MDR 30 day report.

Event description:
A representative from a rehabilitation center reported that a customer¿s adc blood glucose meter provided lower readings in comparison to an hcp meter. The caller reported that on (B)(6) 2017 the customer was hospitalized because his adc meter was providing a ¿low¿ reading of 125 mg/dl. The caller was unable to provide the exact date/time of the reading because the meter¿s date/time were incorrect. The customer was taken to the hospital at 3:00 pm, and tested on an hcp meter at 5:00 pm with a reported reading of 880 mg/dl. The customer was diagnosed with hyperglycemia and given medication, although the caller did not know the name of the medication(s) the customer received. The customer was released from the hospital on (B)(6) 2017 at 4 pm. The caller mentioned that ¿he was put back on insulin¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A representative from a rehabilitation center reported that a customer¿s adc blood glucose meter provided lower readings in comparison to an hcp meter. The caller reported that on (B)(6) 2017 the customer was hospitalized because his adc meter was providing a ¿low¿ reading of 125 mg/dl. The caller was unable to provide the exact date/time of the reading because the meter¿s date/time were incorrect. The customer was taken to the hospital at 3:00 pm, and tested on an hcp meter at 5:00 pm with a reported reading of 880 mg/dl. The customer was diagnosed with hyperglycemia and given medication, although the caller did not know the name of the medication(s) the customer received. The customer was released from the hospital on (B)(6) 2017 at 4 pm. The caller mentioned that ¿he was put back on insulin.¿ there was no report of death or permanent injury associated with this event.